Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review, internal battery test and power on self-test were performed. During the visual inspection it was identified that the latch roller was damaged. The cause of the damaged was unable to be determined. The latch roller was replaced to fix the condition. The pump passed all testing and was returned to the customer in good working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged latch roller. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.